Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: not applicable to suspect device. Section d6b: explant date: not applicable to suspect device. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon mr. (B)(6) has encountered the error message "failed to open iek pattern file" multiple times. An engineer has been notified as the surgeon requested a check on the laser, which has the serial number: (B)(6). No further information was provided.

Manufacturer narrative:
Correction: h4 device manufacture date: in initial report, the manufacturer date provided was inadvertently reported as jun 16, 2015, however the correct date is jun 19, 2015. Additional information: section d9 - device available for evaluation? Yes. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product evaluation was performed for this incident, and it was determined that there was no malfunction; the alarm triggered due to open flap pattern file error and failed to open iek pattern file errors. Adjustments were made, but no parts were replaced, and user settings and calibration were checked. Manufacturing record review: a review of the records related to the device was performed. The system and its components met all specifications prior to being released. As a result of the investigation there is no indication of a product quality deficiency. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Additionally, the probability of harm and severity as documented in this complaint are within defined ranges of the risk management file. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.